Event description:
Boston scientific received information that during the implant procedure due to the patient anatomy the right ventricular lead had fractured when being inserted into the patient's heart. The lead could not be used and was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.